Event description:
It was reported by the patient that the previously working remote monitor was not receiving power. It was ensured with the caller that the power cord was connected properly, it was attempted to be reset by unplugging and replugging in the power cord and another wall outlet was tried. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the monitor is to be returned and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.